Event description:
Reportedly, when they were ready to remove the balloon from the pt, they noticed that parts of the product had broken off into the pt. Uncertainty exists, as they could not take an x-ray due to the silicon pieces that had broken off into the pt. Procedure: seps.